Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. 13 of the returned devices tested yielded valid and accurate negative results at the fifteen (15) minute result read time and 1 returned a false positive. All retained devices tested yielded valid and accurate negative results at the fifteen (15) minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue and indicated there may have been flow issues across the device. Root cause: duplicated with return; cannot duplicate with retain testing. Source: email.

Event description:
Reported 1 false positive sofia sars result for 1 symptomatic patient. The patient had nausea and motion sickness for 4 days prior to testing. The customer communicated that the result was confirmed negative through pcr testing.